Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm and failed battery test. The customer's blood glucose level at the time of incident was 180mg/dl. Troubleshoot was conducted but was unable to be completed due to customer not having extra battery. The customer was advised to call back if issues persist.